Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual cycles / menorrhagia") and device dislocation ("her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences,coil on the left slightly lower and more lateral") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2006. Concomitant products included oral contraceptive nos for excessive menstruation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("right lower quadrant pain"), rash ("rashes"), alopecia ("hair loss"), night sweats ("night sweats"), dysmenorrhoea ("severe dysmenorrhea/ heavy menstrual cycles with cramping"), menometrorrhagia ("menometrorrhagia"), menopausal symptoms ("menopausal symptoms"), muscle spasms ("leg cramps"), vertigo ("vertigo"), headache ("she suffered from headaches") and migraine ("migraines"). The patient was treated with surgery (diagnostic hysteroscopy, d&c, and paracervical block on (B)(6) 2010 and underwent a laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy on (B)(6) 2010). At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain lower, rash, alopecia, night sweats, dysmenorrhoea, menometrorrhagia, menopausal symptoms, muscle spasms, vertigo, headache and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, headache, menometrorrhagia, menopausal symptoms, menorrhagia, migraine, muscle spasms, night sweats, pelvic pain, rash and vertigo to be related to essure (ess205). The reporter commented: in all probability, the left essure coil is still located in her body, causing her ongoing symptoms, and plaintiff is seeking additional treatment to confirm the possibility that an essure coil may still be in her. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2009: thickened endometrium a CT of the abdomen on (B)(6) 2010, revealed that the coil on the right appeared to project at a grossly identical height referable to the sacrum allowing for technical differences. The coil on the left projects slightly lower and more lateral. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006 and reported adverse events including heavy menstrual cycles / menorrhagia and her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences, coil on the left slightly lower and more lateral (seen as device dislocation). On (B)(6) 2010 plaintiff underwent to a diagnostic hysteroscopy and d&c. Posteriorly, on (B)(6) 2010 plaintiff was submitted to a laparoscopic-assisted vaginal hysterectomy and right salpingo-oophorectomy. Changes in the pattern or amount of menstrual bleeding have been reported during essure use. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In this case the exact date and the mechanism of device dislocation are not known. This case was classified as incident since surgical intervention was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences,coil on the left slightly lower and more lateral"), menorrhagia ("heavy menstrual cycles / menorrhagia") and the second episode of device dislocation ("the coil on the left projects slightly lower and more lateral / it is possible that the left essure coil s still located in ger body.") In a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2006. Concomitant products included oral contraceptive nos for excessive menstruation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("right lower quadrant pain"), rash ("rashes"), alopecia ("hair loss"), night sweats ("night sweats"), dysmenorrhoea ("severe dysmenorrhea/ heavy menstrual cycles with cramping"), menometrorrhagia ("menometrorrhagia"), menopausal symptoms ("menopausal symptoms"), muscle spasms ("leg cramps"), vertigo ("vertigo"), headache ("she suffered from headaches"), migraine ("migraines"), arthralgia ("hip pain"), abdominal pain ("left sided abdominal pain"), cervical cyst ("nabothian cyst"), endometrial thickening ("thickened endometrium") and ovarian cyst ("follicular cyst"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy on (B)(6) 2010) and surgery (diagnostic hysteroscopy and d and c perforemd.). At the time of the report, the menorrhagia, the last episode of device dislocation, pelvic pain, rash, alopecia, night sweats, dysmenorrhoea, menometrorrhagia, menopausal symptoms, muscle spasms, vertigo, headache, migraine, cervical cyst, endometrial thickening and ovarian cyst outcome was unknown and the abdominal pain lower, arthralgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, cervical cyst, dysmenorrhoea, endometrial thickening, headache, menometrorrhagia, menopausal symptoms, menorrhagia, migraine, muscle spasms, night sweats, ovarian cyst, pelvic pain, rash, vertigo, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: in all probability, the left essure coil is still located in her body, causing her ongoing symptoms, and plaintiff is seeking additional treatment to confirm the possibility that an essure coil may still be in her. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. She was provided with novasure literature. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2009: thickened endometrium a CT of the abdômen on (B)(6) 2010, revealed that the coil on the right appeared to project at a grossly identical height referable to the sacrum allowing for technical differences. The coil on the left projects slightly lower and more lateral. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 21-aug-2018: summons received, patient demographic information, events nabothian cyst , thickened endometrium, follicular cyst,tha coil on the left projects slightly lower and more lateral/ it is possible that the left essure coil is still in her body and event hip pain ,left sided abdominal pain were added. On 21-aug-2018: fu 3 and 4th were process together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences, coil on the left slightly lower and more lateral') and menorrhagia ('heavy menstrual cycles / menorrhagia') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2006. Concomitant products included oral contraceptive nos for excessive menstruation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("right lower quadrant pain"), rash ("rashes"), alopecia ("hair loss"), night sweats ("night sweats"), dysmenorrhoea ("severe dysmenorrhea/ heavy menstrual cycles with cramping"), menometrorrhagia ("menometrorrhagia"), menopausal symptoms ("menopausal symptoms"), muscle spasms ("leg cramps"), vertigo ("vertigo"), headache ("she suffered from headaches"), migraine ("migraines"), arthralgia ("hip pain"), abdominal pain ("left sided abdominal pain"), cervical cyst ("nabothian cyst"), endometrial thickening ("thickened endometrium"), ovarian cyst ("follicular cyst"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy on (B)(6) 2010 and diagnostic hysteroscopy and d and c performed.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, menorrhagia, pelvic pain, rash, alopecia, night sweats, dysmenorrhoea, menometrorrhagia, menopausal symptoms, muscle spasms, vertigo, headache, migraine, cervical cyst, endometrial thickening, ovarian cyst, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the abdominal pain lower, arthralgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, cervical cyst, device dislocation, dysmenorrhoea, endometrial thickening, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menopausal symptoms, menorrhagia, migraine, muscle spasms, night sweats, ovarian cyst, pelvic pain, rash and vertigo to be related to essure (ess205). The reporter commented: in all probability, the left essure coil is still located in her body, causing her ongoing symptoms, and plaintiff is seeking additional treatment to confirm the possibility that an essure coil may still be in her. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. She was provided with novasure literature. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2009: results: thickened endometrium. Diagnostic results: a CT of the abdômen on (B)(6) 2010, revealed that the coil on the right appeared to project at a grossly identical height referable to the sacrum allowing for technical differences. The coil on the left projects slightly lower and more lateral. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event added autoimmune disorder, abnormal bleeding, hypersensitivity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences, coil on the left slightly lower and more lateral') and heavy menstrual bleeding ('heavy menstrual cycles / menorrhagia') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2006. Concomitant products included oral contraceptive nos for excessive menstruation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("right lower quadrant pain"), rash ("rashes"), alopecia ("hair loss"), night sweats ("night sweats"), dysmenorrhoea ("severe dysmenorrhea/ heavy menstrual cycles with cramping"), menometrorrhagia ("menometrorrhagia"), menopausal symptoms ("menopausal symptoms"), muscle spasms ("leg cramps"), vertigo ("vertigo"), headache ("she suffered from headaches"), migraine ("migraines"), arthralgia ("hip pain"), abdominal pain ("left sided abdominal pain"), cervical cyst ("nabothian cyst"), endometrial thickening ("thickened endometrium"), ovarian cyst ("follicular cyst"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy on (B)(6) 2010 and diagnostic hysteroscopy and d and c perforemd.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, heavy menstrual bleeding, pelvic pain, rash, alopecia, night sweats, dysmenorrhoea, menometrorrhagia, menopausal symptoms, muscle spasms, vertigo, headache, migraine, cervical cyst, endometrial thickening, ovarian cyst, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the abdominal pain lower, arthralgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, cervical cyst, device dislocation, dysmenorrhoea, endometrial thickening, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menopausal symptoms, migraine, muscle spasms, night sweats, ovarian cyst, pelvic pain, rash and vertigo to be related to essure (ess205). The reporter commented: in all probability, the left essure coil is still located in her body, causing her ongoing symptoms, and plaintiff is seeking additional treatment to confirm the possibility that an essure coil may still be in her. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. She was provided with novasure literature. Four coils insertion details -four coils were visualized at the tubal ostia on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2009: results: thickened endometrium. Diagnostic results: a CT of the abdômen on (B)(6) 2010, revealed that the coil on the right appeared to project at a grossly identical height referable to the sacrum allowing for technical differences. The coil on the left projects slightly lower and more lateral. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Patient's demographics, reporter information and rcc was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences, coil on the left slightly lower and more lateral') and menorrhagia ('heavy menstrual cycles / menorrhagia') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. Concurrent conditions included general anesthesia since 10-apr-2006. Concomitant products included oral contraceptive nos for excessive menstruation. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("right lower quadrant pain"), rash ("rashes"), alopecia ("hair loss"), night sweats ("night sweats"), dysmenorrhoea ("severe dysmenorrhea/ heavy menstrual cycles with cramping"), menometrorrhagia ("menometrorrhagia"), menopausal symptoms ("menopausal symptoms"), muscle spasms ("leg cramps"), vertigo ("vertigo"), headache ("she suffered from headaches"), migraine ("migraines"), arthralgia ("hip pain"), abdominal pain ("left sided abdominal pain"), cervical cyst ("nabothian cyst"), endometrial thickening ("thickened endometrium"), ovarian cyst ("follicular cyst"), autoimmune disorder ("auto-immune symptoms"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy on (B)(6)2010 and diagnostic hysteroscopy and d and c performed.). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the device dislocation, menorrhagia, pelvic pain, rash, alopecia, night sweats, dysmenorrhoea, menometrorrhagia, menopausal symptoms, muscle spasms, vertigo, headache, migraine, cervical cyst, endometrial thickening, ovarian cyst, autoimmune disorder, genital haemorrhage and hypersensitivity outcome was unknown and the abdominal pain lower, arthralgia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, cervical cyst, device dislocation, dysmenorrhoea, endometrial thickening, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menopausal symptoms, menorrhagia, migraine, muscle spasms, night sweats, ovarian cyst, pelvic pain, rash and vertigo to be related to essure (ess205). The reporter commented: in all probability, the left essure coil is still located in her body, causing her ongoing symptoms, and plaintiff is seeking additional treatment to confirm the possibility that an essure coil may still be in her. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. She was provided with novasure literature. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6)2009: results: thickened endometrium. Diagnostic results: a CT of the abdomen on (B)(6)2010, revealed that the coil on the right appeared to project at a grossly identical height referable to the sacrum allowing for technical differences. The coil on the left projects slightly lower and more lateral. She underwent a pelvic ultrasound which showed bilateral follicular cysts. Nabothian cysts and a thickened endometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual cycles / menorrhagia") and device dislocation ("her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences,coil on the left slightly lower and more lateral") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. Concomitant products included oral contraceptive nos for excessive menstruation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("right lower quadrant pain"), rash ("rashes"), alopecia ("hair loss"), night sweats ("night sweats"), dysmenorrhoea ("severe dysmenorrhea/ heavy menstrual cycles with cramping"), menometrorrhagia ("menometrorrhagia"), menopausal symptoms ("menopausal symptoms"), muscle spasms ("leg cramps"), vertigo ("vertigo"), headache ("she suffered from headaches") and migraine ("migraines"). The patient was treated with surgery (diagnostic hysteroscopy, d&c, and paracervical block on (B)(6) 2010) and surgery (underwent a laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy on (B)(6) 2010). At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain lower, rash, alopecia, night sweats, dysmenorrhoea, menometrorrhagia, menopausal symptoms, muscle spasms, vertigo, headache and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, headache, menometrorrhagia, menopausal symptoms, menorrhagia, migraine, muscle spasms, night sweats, pelvic pain, rash and vertigo to be related to essure (ess205). The reporter commented: in all probability, the left essure coil is still located in her body, causing her ongoing symptoms, and plaintiff is seeking additional treatment to confirm the possibility that an essure coil may still be in her. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2009: thickened endometrium. A CT of the abdômen on (B)(6) 2010, revealed that the coil on the right appeared to project at a grossly identical height referable to the sacrum allowing for technical differences. The coil on the left projects slightly lower and more lateral. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006 and reported adverse events including heavy menstrual cycles / menorrhagia and her right essure coil was not seen/misplaced right essure coil /the coil on the right appears to project at a grossly identical height referable to the sacrum allowing for technical differences, coil on the left slightly lower and more lateral (seen as device dislocation). On (B)(6) 2010 plaintiff underwent to a diagnostic hysteroscopy and d&c. Posteriorly, on (B)(6) 2010 plaintiff was submitted to a laparoscopic-assisted vaginal hysterectomy and right salpingo-oophorectomy. Changes in the pattern or amount of menstrual bleeding have been reported during essure use. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation. In this case the exact date and the mechanism of device dislocation are not known. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.